Event description:
Literature: brouwer r, duthie g. Sacral nerve neuromodulation is effective treatment for fecal incontinence in the presence of a sphincter defect, pudendal neuropathy, or previous sphincter repair. Dis colon rectum. Mar;53(3):273-278. Summary: the purpose of the study was to assess the effectiveness of sacral nerve neurostimulation in the setting of sphincter defects, previous sphincter repair, or pudendal neuropathy. A total of 55 patients underwent insertion of a sacral nerve neurostimulator for fecal incontinence. There was a significant improvement in the median (B) (6) continence score for all of the patients, from a median of 15 (13-18) before insertion of the neurostimulator, to a median of between 4 and 7 during the follow-up period of up to 48 months. Event: one battery went flat at 3 years, perhaps due to the stimulation being too high. The pulse generator was replaced. See literature article with MFR report #3007566237201003306.

Manufacturer narrative:
(B) (4).